Event description:
It was reported by service report that the stretcher was leaking fluid onto the foot pedal and ground. It is unknown if there was patient involvement or if there were adverse consequences to report.